Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A nurse reported a patient presented at on day post lasik procedure with inferior diffuse lamellar keratitis (dlk) of the left eye. Reporter indicated the patient was placed on an increased topical steroid eye drop dosage. At three days post op the patient presented with superficial punctate keratitis (spk), and was told to continue steroid dosage. Patient is continued to be monitored. Upon additional follow up, reporter indicated the dlk was resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. The logfile shows no error or relevant warning messages or other issues during the complete day and also the energy stayed stable and showed no abnormalities. No problem with the system can be identified. No technical root cause was identified as the product was found to be within specifications. The contributing factors of dlk could be sterilization of instruments, surgical techniques, or pre and post-operative medications. (B)(4).